Event description:
Hamilton medical ag received the following description from the partner: " disconnect at the ventilator side and would not recognize an open circuit. Message to disconnect the patient would not clear. ".

Manufacturer narrative:
The information from the service engineer of our partner: paux was drifting in test 6. Replaced the sensor board and calibrated the unit. Returned to patient use.

Manufacturer narrative:
The information from the service engineer of our partner: paux was drifting in test 6. Replaced the sensor board and calibrated the unit. Returned to patient use. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation the device alarmed disconnect at the ventilator side and would not recognize an open circuit. Message to disconnect the patient would not clear. No patient harm reported. The event did not cause or contributed to a death or serious injury to a patient. No logfiles were provided. The paux was drifting in test 6. The sensor board was replaced, the device was calibrated and released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023.

Event description:
Hamilton medical ag received the following description from the partner: " disconnect at the ventilator side and would not recognize an open circuit. Message to disconnect the patient would not clear. "